Event description:
A malfunction was reported by a customer who experienced an error with their insulin pump identified as malfunction: 16-0x20e6. There was no adverse impact to the customer's blood glucose level, as there was no information indicating otherwise. No additional information was provided.